Manufacturer narrative:
The device was returned but is pending evaluation results. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an endoeye flex deflectable videoscope, the screen would scroll vertically. The image was distorted, faint, blurred, and could not be visually recognized. There was no abnormality in the appearance of the scope. The event occurred during the therapeutic procedure (laparoscopic hernia radical surgery) and was completed with a similar device. There was no patient harm associated with the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The g2 field was corrected based on information available at the time of the initial submission. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the contact failure in the bending part (imaging cable) during angle operation which causes the image to be blurred. However, a definitive root cause not be determined. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "chapter 3 preparation and inspection, 3.8 inspection of functions in combination with related equipment, inspection of endoscopic images." Olympus will continue to monitor field performance for this device.